Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, and minor scratches on the display window.

Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose was unknown. Customer stated she was in the rain and the device got soaked. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.